Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product details. Therefore, no information was captured and the device manufacture date could not be determined.

Event description:
The customer from mexico reported that she obtained blood glucose readings of 535 mg/dl, 160 mg/dl and 349 mg/dl on the contour plus meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. Upon investigation it was found that the blood glucose readings were saved in chronological order in the meter's memory. The last readings recorded on the meter were from (B)(6)2022. The meter readings were also uploaded to glucofacts deluxe software, which showed 1000 readings in the timeframe of (B)(6) 2021 to (B)(6) 2022 with the average of three readings performed per day. The returned meter was tested with the in-house contour next test strips and breeze2 control solution to simulate blood, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The follow-up # 1 for 1810909-2021-00111 was filed on 06-jul-2022 inadvertently. The information mentioned in the follow-up report belongs to 1810909-2022-00111.